Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders reported they received a new ins the week before this report and it has decreased from 3.09 v last week to 2.96 v the morning of this report. The patient was concerned that it was depleting a bit fast. The patient no longer has control to change their settings with the programmer. The previous ins depleted due to normal depletion and had been at 2.63 v when it was replaced. It was noted the patient book the patient had said the ins starts at 3.2 v. The patient contacted their physician about the voltage, but they referred the patient back to the manufacturer. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient later reported the ins was at 2.92 v.